Event description:
Post cardiac cath procedure vasoseal closure device documented as failed. Approx two and one-half months later, the pt presented to the emergency dept and had a piece of white plastic removed from the right groin area.